Event description:
A home pt's (hp's) wife contacted baxter to report a leak of an unused supply line. No alarm was rec'd because the leak occurred during self-testing before user involvement. Technical services was not contacted. Pets do not have access to supplies. No damage to the box in which the cassettes was rec'd was noticed. Samples were discarded. There was no pt injury or medical intervention associated with this event.